Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge alarm 1 occurred. There was no impact to customer's blood glucose. Reportedly, the cartridge was changed and insulin delivery was resumed.